Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 500 mg/dl at the time of the incident. The customer was at 387 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as a headache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting for the high was not completed. The customer mentioned loss of sensor communication and seeing a little blood at their sensor site. The insulin pump will not be returned for analysis.